Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 561 mg/dl. Reportedly, the customer experienced dehydration which resulted in kidney damage. The customer was treated with intravenous insulin and saline. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the customer alleged that the pump was not delivering bolus as intended. Tandem technical support performed pump data log review and found that control iq software was operating as intended and suspected that the customer¿s personal profile required adjustments. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.